Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented at a follow-up in-clinic, the patient had received an inappropriate shock from a supraventricular tachycardia (svt) episode. The svt rhythm was appropriately identified but a change in the patient's intrinsic rate caused the atrial event to be blanked. The recommended programming changes will be made at the patient's next follow-up. The patient is stable.